Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled (rmd) alert. Technical services (ts) reviewed the available device data and noted prior voltage alerts indicating low loaded battery voltage measurements near the rmd threshold. Further analysis confirmed this was a true positive rmd event associated with high battery impedance, and device replacement was recommended as soon as possible. No adverse patient effects were reported. This pacemaker remains in service.